Manufacturer narrative:
Additional information was received that the event resolved.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced an event of hiatal hernia and gastro esophageal reflux. The physician assessed that the patient¿s symptoms were device related. The patient was reprogrammed and provided a gastric protector. The event has not resolved and the patient has not recovered.

Event description:
A report was received that the patient experienced an event of hiatal hernia and gastro esophageal reflux. The physician assessed that the patient¿s symptoms were device related. The patient was reprogrammed and provided a gastric protector. The event has not resolved and the patient has not recovered.

Event description:
A report was received that the patient experienced an event of hiatal hernia and gastro esophageal reflux. The physician assessed that the patient¿s symptoms were device related. The patient was reprogrammed and provided a gastric protector. The event has not resolved and the patient has not recovered.

Manufacturer narrative:
Additional information was received that the patient¿s status has improved slightly.